Event description:
Caller reported damage to pump housing and usb port, which affected the ability to charge pump and resulted in its shutdown. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.